Event description:
During routine testing, the user found that on power up the unit would display defib comm error and pacer comm error. There was no pt involved. Testing traced the problem to a shorted capacitor (c26) and a blown fuse (f2) in assembly. It is believed that the shorted capacitor caused the fuse to blow, but no specific cause for the shorted capacitor could be identified. The event is not occurring more frequently or with greater severity than is usual for the device.